Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample found missing red dot. The sample was connected to a calibrated resistance breakout box, where its input and output impedance was found to be within specification. The returned sample was connected to a calibrated system, where it displayed sm, which is indicative of a nonconforming handpiece pressure sensor. The handpiece was connected to dynamic tuning fixture (dtf) for the frequency sweep and stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The returned handpiece was found to functionally exhibit no problems in relation to the reported ¿sm and low suction.¿ based on the information obtained, the root cause of the reported event of low suction is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic handpiece exhibited low pahco power and suction efficacy during the phaco mode. Displayed error code often pops out during the testing o handpiece. Procedure and patient details were not reported and no patient impact was reported.